Event description:
The customer reported to vyaire medical that the 3100a ventilator is not working. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and performed an initial check on the unit.the unit has no wheels or leg mount and it is missing a bottom bolt. The vent would not pressurize and after attempting to calibrate pressures and pr 1-4 no pressures would build up. The fsr recommended to perform a 12k pm (preventive maintenance) on the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.